Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a 20 x 2.75mm promus elite stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts in the proximal region lifted from crimped position and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. The device loaded onto a 0.0140 inch test guidewire without issue. No other issues were identified during the product analysis.

Event description:
It was reported that difficulty advancing and stent damage occurred. A percutaneous coronary intervention (pci) was performed on a target lesion located in the moderately calcified and mildly tortuous left anterior descending artery (lad). Following predilatation, a 20 x 2.75 promus elite stent was advanced to the target lesion, but resistance was encountered. The device was removed from the patient and stent damage was observed. It was noted that the stent had not deployed and the stent damage likely occurred while advancing the device. The procedure was completed with another of the same device and everything went well. No patient complications resulted in relation this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that difficulty advancing and stent damage occurred. A percutaneous coronary intervention (pci) was performed on a target lesion located in the moderately calcified and mildly tortuous left anterior descending artery (lad). Following predilatation, a 20 x 2.75 promus elite stent was advanced to the target lesion, but resistance was encountered. The device was removed from the patient and stent damage was observed. It was noted that the stent had not deployed and the stent damage likely occurred while advancing the device. The procedure was completed with another of the same device and everything went well. No patient complications resulted in relation this event and the patient was reported to be stable following the procedure.